Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to confirm pump error 43, failed battery test and frozen screen due to critical pump error (open book image) unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 175 mg/dl. Customer  reported that they received battery failed alert.  Customer also reported that insulin pump was exposed to moisture. Customer was assisted with troubleshooting and found unable to clear the alarm as well as unable to rewind the insulin pump, however self test was passed. The insulin pump will be returned for analysis.